Event description:
It was reported that during a coronary stenting treatment procedure, the liberte bare monorail 16/5.00 mm stent dislodged from the stent delivery system. The lesion being treated was a severely calcified, de novo lesion in the non-tortuous mid right coronary artery (rca). The lesion, which was predilated at 10 atms, was less than 8 mm in length and had a reference vessel diameter of 5 mm. While attempting to deliver the stent to the target lesion, it dislodged from the stent delivery system, but remained in the proximal rca with the wire across the target lesion. The physician then deployed the stent in the proximal vessel rather than at the target lesion. 'The pt did well'.